Event description:
The report received from the study indicated that approximately two months after the index procedure, the patient had a staged procedure/re-percutaneous coronary intervention (re-pci). The patient was found to have a focal, less than ten mm in length (<10 mm), 60% restenosis of a previously implanted cypher select plus 3.0 x 8 mm stent with timi 3 flow. The stent was implanted in the mid right coronary artery (rca) target lesion. There was no aneurysm at the site reported and no control ivus was done. No information was provided regarding treatment of the restenosis. A 60% first diagonal non-target lesion was treated during the re-pci.

Manufacturer narrative:
The indication for the index procedure was unstable angina. The patient was found to have two-vessel disease and had one lesion treated during the procedure. The patient's left ventricular ejection fraction was not provided. A staged procedure was not planned. The target lesion was the mid rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 6 mm length, a 60% stenosis, irregular and type a. A cypher select plus 3.0 mm x 8 mm stent was implanted at 18 atm via direct stenting. The residual stenosis was 0%. No pre or post-procedure timi flow was provided. A satisfactory result was obtained. The stent was not post-dilated. The patient was discharged the day after the procedure. A phone contact with the patient at the one-month follow-up period indicated the patient had angina and was continuing his medical regimen. A phone contact with the patient at the six-month follow-up period indicated the patient was asymptomatic, continuing his medical regimen and had had a re-pci procedure. Please note that device is distributed outside the united states, however, it is similar to the united sates product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.